Manufacturer narrative:
This case, with patient identifier cn-386726b (system 1), is related to case with patient identifier cn-386726a (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 61 mg/dl (system 1) and 142 mg/dl (system 2).